Manufacturer narrative:
This report is submitted on (B)(6) 2022.

Event description:
The patient was bilaterally implanted an infection at the implant site which was treated with IV antibiotics. The device was explanted on (B)(6) 2022. The patient was re-implanted with a new device in the same procedure.